Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a balloon rupture and a vessel rupture occurred. The index procedure identified 6 target lesions. The first target lesion was located in the mid right coronary artery (rca). The physician implanted a taxus express2 3.50 x 24mm stent. The physician then attempted to deploy a taxus express2 2.50 x 16mm stent in the obtuse marginal (om). It was reported that during treatment of the om, a balloon ruptured, and then the vessel ruptured well. The case was ended and the patient underwent "emergent CABG the same day." It was reported that the taxus express2 2.50 x 16mm stent was discarded. The device relationship to the vessel rupture and the CABG procedure were indicated as being "unrelated."